Event description:
It was reported that the customer's insulin pump was shutting off. Customer also reported having differences between their sugar glucose readings versus their blood glucose readings. Customer's blood glucose level at the time 200mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.